Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a drill bit broke during a surgical procedure on (B)(6) 2015. A thirty (30) minute surgical delay and retained fragments in the patient¿s bone were noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Patient weight is unknown. Device is an instrument and was not implanted or explanted. Per facility, the complainant part was discarded and is not available for return. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.